Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3250005. The review did not reveal any non-conformances during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three (3) physical samples were returned for evaluation by our quality team. All three samples were still in their original blister packaging. Two (2) of the samples displayed torn packaging. Regarding the torn packaging, a significant amount of in process testing is performed during the manufacture of each posiflush lot. The blister pack machine operator checks twenty (20) units per hour and the secondary packaging operator checks an additional thirty (30) units per stericycle. In addition, final inspects are performed on thirty (30) units per pallet by the quality control inspectors. There were no reports of poor perforations during any of these inspections. At this time, an exact cause for the torn packages cannot be determined. In previous investigations, this type of defect has been linked to an incorrect method of separation. It is recommended that the blister packages are separated on a horizontal plane. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs pre-filled syringes pouch perforation is poor. The following information was provided by the initial reporter translated from german to english: perforation opens when did the incident occur? Before use